Manufacturer narrative:
During follow up with the customer, it was reported that the oxygen solenoid valve was replaced, and the device was returned to service. The customer reported that when performing a simulation on the device, no active codes were observed. This concludes the investigation, if additional information becomes available a follow up submission will be submitted.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a 1111 error code ((cbit) check vent: oxygen device failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a check vent: oxygen device failed. During troubleshooting, it was reported that when the fio2 (fraction of inspired oxygen) was set to 50%, with the device in ventilation mode, and the oxygen disconnect; the device displays error code check vent: oxygen device failed. However, when the oxygen was connected, the device displays a watchdog test failed (captured in another record). It was then reported that the fio2 set to 21%, the device will run with oxygen connected, but when the fio2 is then changed from 21% to 50%, the oxygen device failed error will re-appear, then a watchdog test failed error code will alarm after a few seconds. The rse reviewed the suggested repairs for both error codes. The rse suggested disconnecting the o2 solenoid valve and observe if the device operates in ventilation mode with fio2 setting at 50%, with the o2 connected; if the device operates without the error code, the customer should check the valve and relace the o2 solenoid valve. The rse then noted that if condition persisted, the gas delivery system would need to be replaced. Investigation ongoing